Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a history gi bleed and has been off anticoagulation. Inr last week, per the vad coordinator, was 1.5. Over the past several weeks there had been a gradual increase in the patient's pump power. Baseline was 5 watts and is now 9 watts. The patient is also having intermittent power elevations as high as 13 watts. The patient is currently admitted and on a heparin gtt. Lactate dehydrogenase (ldh) has remained stable and within normal limits. There are no other signs or symptoms of hemolysis. The patient will undergo a ramp study to evaluate left ventricle (lv) unloading.